Manufacturer narrative:
The customer¿s complaint that the distal end of the extension tubing broke could not be confirmed because the product was not returned for failure investigation the root cause of this failure was not identified.

Event description:
The customer reported that the distal end of the extension set "snapped off into the end cap" while infusing lipids. There was no report of patient harm. Although requested there are no additional event details.